Manufacturer narrative:
Lot number: handle: dd0046l1, head: 23411c, manufacturer date: handle: 02/15/2010, head: 12/06/2012. The handle was manufactured at the following location: (B)(4). The head was manufactured at the following location: (B)(4).

Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, ¿poked myself¿, occurred.